Manufacturer narrative:
(B)(4). The customer returned three representative samples for evaluation. The actual sample was not returned. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tubes. A lab inventory syringe filled with air was connected to the valve of the pilot balloon of one of the representative samples. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The same process was used to test the other two representative samples. No issues were found with either sample as they were both able to inflate and deflate properly. The instructions for use (IFU) for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with (B)(4)". The reported complaint of "tube is leaking" could not be confirmed since the actual sample was not returned. The customer returned three representative samples in place of the actual sample. Upon functional inspection, no problems were found as the all of the returned samples were able to properly inflate and deflate. No leaks were found with any of the samples. A DHR review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges the device has a leak. Alleged defect reported as detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted. Samples were taken from the current production. The cuff from the samples was inflated and left for four hours, then were checked to verify if any leak was present. All samples were still fully inflated. Alleged defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Review of d005120 rev 01 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect reported. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device has a leak. Alleged defect reported as detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.